Event description:
It was reported to philips that the device had an internal leak. This event was reported to have occurred during patient use. The patient was placed on an alternate vent. There was no patient harm or delay noted. The customer spoke with a philips remote service engineer (rse). The customer reported the respiratory therapist (rt) stated they were unable to get a good seal with the device and the leak would not read below 60. Another device was brought in, the same mask and seal was used, and the leak went below 10. The patient stated to the rt that they could not feel much air coming out of the first device and the flow was much stronger on the second device. The customer asked the rse for the settings which allow the device to run for a period of time. The rse provided the service manual. The customer stated that device was running fine with no alarm conditions and would run the device overnight and call back. The customer called back and stated the device had run for 24 hours and there were no issues, and he was placing the device back in service. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on information provided and/or service performed, the reported issue could not be confirmed.